Event description:
This lead explanted due to "rising thresholds, dropping impedances and the patient has intermittent chb".

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.